Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The volume of the leak was 20ml and was not contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves and a lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found torn tubing at the blood sampling valve (bsv) assembly. He repaired the tubing at the bsv which fixed the leak. The repairs were verified per established procedures. (B)(4).